Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported display which was not reproduced, was found to be a white screen during evaluation. The cause was determined to be corrosion on the liquid crystal display and input/output board connector. The liquid crystal display and input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with its display. There was no known patient injury or medical intervention associated with this event. No additional information is available.